Manufacturer narrative:
(B)(4). Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique in the left common femoral artery before a stenting procedure. Reportedly, after pulling the plunger back, the suture was not retrieved. The physician thought the foot was against the artery wall, but could not be certain. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.